Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, six days post device change out procedure due to normal elective replacement indicator, no capture issue was observed on the rv lead. Patient has chronic atrial flutter is bradycardic with symptoms of fatigue. Lead was found to originally placed just across the tricuspid valve however the lead moved out of place. There was no allegation of lead dislodgement but rather the lead move out of place. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient is recovering.